Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicated the lv lead must not have been in a stable position in the vein. A revision was done successfully using a different lead in a new target vein. The lv lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.